Event description:
It is reported that a customer had issues with their insulin pump when priming. The patient's blood glucose level was unknown. The customer stated that when priming pump when the piston connected with the back of the reservoir the motor did not change sound and insulin did exit tubing. The customer was informed to change the infusion set and to monitor the pump. The customer was advised to call back if the issue persists. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.